Manufacturer narrative:
(B)(4). Concomitant medical products: part#: cm-2509afx afx; femoral implant 9x25mm; lot#: 65319156; part#: cm-3009c; aperfixii cann tibial 9x30mm; lot#: 78966-1. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right side hs tendon auto acl reconstruction surgery that the implant was fractured. During tensioning of the graft on the tibial side, the graft had slipped and the implant was pulled out. It was noticed that the black screw of the anchor was broken. Implant was removed and a backup was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 visual examination of the returned product identified that the anchor is fractured. The black screw head is fractured and the threads remain inside the anchor body. A piece of the anchor body remains on the square inserter shaft. The square inserter shaft is bent at almost a 45-degree angle just above the engagement tube. The engagement tube can still be pulled out and pushed in. The quick release pin was not returned with the handle. The white adjustment knob still turns and rotates the square shaft. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.